Manufacturer narrative:
Date of event: (B)(6) 2018. Date received by manufacturer: 21dec2018. Serial number unknown. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the power switch overlay. The fse also informed the customer how to clear the error log after repairs are made. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that an 1105 (alarm led failed) error occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 09jan19. Date rec¿d by MFR : 02jan19. The customer replaced the power overlay switch to address the finding and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.